Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5071394, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that a trial patient was experiencing bleeding at the lead implant site. Swelling was noted. The leads were removed and the trial was aborted.